Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the 4x4, island dressing, sterile 50/bx a50044. The patient mentioned that he is allergic to island dressing, he found out over 2 years ago, he asked for an alternative dressing, but he was advised by the customer service representative it was unsure if there was something that wouldn't cause him to react. The patient advised he found out before pd. Not on his current allergies. Registered nurse (B)(6) advised the patient not to add adhesive. She will add note to patient's chart to talk with the patient and md for next rsd. There was patient involvement, and there was a harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".